Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported failure was caused by a faulty inspiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported high pressure alarm was reproduced when the returned pcb was tested in a reference ventilator. During ventilation, alarms for high continuous pressure, high peep (positive end expiratory pressure) and low expiratory minute volume were generated. Several tests failed during pre-use check (puc) due to a high measured offset from the inspiratory pressure transducer. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The pressure sensor was replaced and when the returned pcb was retested, performed puc passed without deviation and no alarms were generated during ventilation. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. (B)(4).